Event description:
It was reported that the right atrial (ra) lead's impedance gradually rose to 6000 ohms resulting in a lead warning and polarity switch. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).